Event description:
It was reported that the motor device had an e5 error code. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device had an e5 error was confirmed. An assessment was performed on the device which found that the air pump turned on as soon as the device was plugged in. It was determined that this was caused the flex circuit being damaged which would give an e5 error. It was further determined that this was caused by immersion during cleaning. The assignable root cause was determined to be misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.